Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -03.00 diopter, in the patients left eye (os) on (B)(6) 2019. Three months later, the patient is not satisfied with his visual acuity and complains of blurred vision. The lens has low vaulting and remains implanted. The cause of the event is patient related factor. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reporter indicated the patient has decided to wait a couple of months and then will have his vision checked again. To date the patient is fine. Claim#: (B)(4).